Event description:
It was reported that during a stent graft placement procedure via the right femoral artery access, the position of the release system was allegedly displaced and the distance between the stent release position and the target lesion was two centimeters. It was further reported that the tip end of the release system was allegedly fell off. Reportedly, the tip of the dropped release system was allegedly pulled out of the patient's body using a balloon and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a stent delivery system was returned for evaluation. The stent graft was completely deployed and missing upon sample receipt. The tip of the distal end of the outer sheath including the radiopaque marker of the delivery system was broken off. As no x-ray images were provided the reported misplacement of the stent could not be verified. The tracking path to the target lesion was crossover, a 10f introducer sheath and 0.018inch guide wire were used, the lesion was reported being pre dilated. The tip of the outer sheath may also get damaged during stent deployment. Based on evaluation of the sample, breakage of the distal end of the outer sheath is confirmed. The reported misplacement of the stent could not be verified, as no x-ray images were provided. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling of this product was reviewed. The instruction for use was found to sufficiently address the potential risks. Regarding anatomy the instruction for use states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding placement site the instruction for use states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding preparation of the device the instruction for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: (expiry date: 09/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026), g3. H11: d4 (medical device lot number), h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure via the right femoral artery access, the position of the release system was allegedly displaced and the distance between the stent release position and the target lesion was two centimeters. It was further reported that the tip end of the release system was allegedly fell off. Reportedly, the tip of the dropped release system was allegedly pulled out of the patient's body using a balloon and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure via right femoral artery puncture approach, the position of the release system was allegedly displaced and the distance between the stent release position and the target lesion was two centimeters. It was further reported that the tip end of the release system was allegedly fell off. Reportedly, the tip of the dropped release system was allegedly pulled out of the patient's body using a balloon and the procedure was completed using another device. There was no reported patient injury.